Manufacturer narrative:
No bends, kinks or damages were observed on the soft cannula. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and a leak test was performed, and no signs of leakage were observed. The download data shows that the device generated an 0x1c alarm at 80 hours, indicating the pump had reached the pump expiration time during the run. No other damages or defects were found that would contribute to a failure to deliver insulin.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 291 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent/kinked, while wearing it on the abdomen. For treatment, the patient gave a correction bolus.